Event description:
Arrived as an st-elevation myocardial infarction (stemi), papillary muscle rupture, quickly went into respiratory distress and intubated. Frequent episodes of afib. Taken to catheter lab. Stented three arteries and placed the impella device. Inferior and post. Myocardial infarction following des. Transferred to ICU. Approximately three hours later, the impella just stopped. Troubleshooting occurred; even changed the console. Interventional cardiologist arrived to place intra-aortic balloon pump and removal the impella device. Later that day patient transferred for mitral valve replacement on [date redacted]. Discharged home ten days later with home health.